Manufacturer narrative:
The complaint packaging was not returned due to usage. An evaluation of packaging from the same lot was performed and was found to meet specifications. Review of the complaint history and DHR found no issues or deviations. Risk associated with this type of event are addressed through inspection verification as part of design control and following review no new risk were identified. A summary of the investigation was provided to the complainant. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, when the package was opened onto the sterile field the locking bar was not included. A different locking bar had to be opened and used without delay. No adverse events have been reported as a result of the malfunction. No additional information provided.